Manufacturer narrative:
The device in question will not be returned because it was disposed of. Based on the info known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. If further significant info is found, a supplemental report will follow.

Event description:
The hospital reported a product problem occurring during an aneurysm coiling procedure of the brain. The physician broke the device in question (coil) inside the microcatheter, while repositioning the device in question. At this point, the physician removed the microcatheter and the remainder of the coil and started again. The procedure was completed with another device of the same type. The hospital reported that the pt had no complications and was in stable condition.